Manufacturer narrative:
The device was returned to olympus for evaluation. The user¿s complaint was not confirmed. The device was visually inspected and no signs of foreign stain/substance/residue were found inside the biopsy channel or suction channel when inspected with the olympus boroscope. There were no signs of foreign stain/residue/substance on the insertion tube or distal end of the scope. A crack was noted on the bending section cover glue from the distal end side and tear marks were observed inside the biopsy channel from the bending section area. The scope passed the leak test. If additional information becomes available at a later time, this report will be supplemented.

Event description:
It was reported there is a positive culture test for the device. Additional information is unavailable at this time.

Manufacturer narrative:
This report is being supplemented to provide additional information regarding the reported event. Additional information received identified this issue was found during culture after reprocessing. There was no patient involvement. The customer had the scope cultured by a 3rd party. The results of the culture were positive for klebsiella oxytoca, enterobacter cloacae, and extended-spectrum beta-lactamase (esbl) positive escherichia coli. Per the customer, the cleaning detergent used for the scope is intercept while the disinfectant used is rapicide, the concentration levels are tested at the end of every cycle, the endoscope channel is brushed during manual cleaning using a single-use brush. Prior to manual cleaning, the scope is leak tested. Additionally, pre-cleaning is performed immediately post-procedure. There have been no issues with the aer. Following reprocessing the endoscope channel is flushed with air. It has been less than a year since the last reprocessing in-service. Since then, a new team member has been added and they were thoroughly trained in proper endoscope reprocessing as is the existing staff. The scope is stored vertically.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The legal manufacturer reviewed the contents of this complaint. The legal manufacturer reported that since abnormalities of the device were confirmed and the device was positive on the culture test, we presume the followings as the causes of the germs detected. However, it is difficult to specify. User¿s cds process is possibly differed from recommended process in IFU. Contamination possibly occurred in microbiological testing. Insufficient reprocessing was possibly conducted due to the device defect.